Event description:
It was reported the patient had stimulation, but was unable to communicate with the ipg using the charging system. A replacement charging system was sent to the patient. Follow up identified the replacement charger did not resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.